Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the right atrial (ra) lead became damaged, exhibited loss of capture, no sensing and high threshold. The ra lead was attempted/not used and replaced. Post operatively, the replacement ra lead exhibited threshold and sensing issues. The ra lead was reprogrammed. No patient complications have been reported as a result of this event.